Event description:
The homecare provider (hcp) reported the following: 1. The caregiver in a group home checked on the patient and noticed that oxygen was leaking from the c1000 that the patient was using. 2. The caregiver turned the c1000 flows off and then removed the frozen cannula from the patient's face. 3. The caregiver was not able to determine the source of the oxygen leak. 4. The c1000 was in an upright position in a school-type backpack when the incident occurred. 5. The patient is prescribed 4 1pm. 6. Patient was taken to hospital by amublance and admitted for an overnight stay. 7. The patient's diagnosis was traumatic nasal vestibulitis. 8. Patient was switched to an oxygen concentrator for supplemental oxygen. 9. The patient was reported to have banged the c1000 while using it, in addition to rolling around on the floor and performing unusual maneuvers for 3 or 4 days prior to the incident.